Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the communication cable and the monitor were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect monitor was returned to the manufacturer for evaluation. Testing found that the image would display for 2 seconds and then lose functionality. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the surgeon monitor on the navigation system was intermittently losing functionality. A second monitor was brought in and the reported issue was resolved. There was no patient present when this issue was identified. No additional information was provided.